Manufacturer narrative:
(B)(4). The service engineer inspected the ventilator and verified the alleged malfunction. A slight liquid infiltration was found on the touch screen printed circuit board (pcb). The se cleaned the touch screen pcb. The ventilator passed the entire required test.

Event description:
It was reported that during patient use, the ventilator was alarming and a graphical user interface (gui) key locked error appeared. The patient was transferred to an alternate ventilator with no harm.